Event description:
Pt receiving subcutaneous morphine via a pump. Needle placed 1/17/97 in left upper arm. Pt called 1/19/97 evening to report leaking and pain. Found with needle disconnected "broken off" from phalange.